Event description:
It was reported that during a hydrothermal ablation procedure, it was noted the pt's uterus was perforated. Post procedure a burn to the pt's bowel was noted. The pt was released from the hosp the following day. Subsequently, the pt experienced pain and returned to the hosp where a bowel resection was performed. At that time a drain was placed for treatment of an abscess on the uterus. This device has not been received for eval. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up revealed cautery was used to seal uterus and the procedure was continued, which is contraindicated used of this device. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.